Event description:
A site representative reported a navigation system camera that was not tracking properly. Field of view was reduced making it difficult to track all instruments at the same time. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Medtronic investigation of returned suspect device finds the psu had difficulty tracking at the back of the volume. The psu failed an aak test at .98mm with high line separation of 2.16mm. Electrical failure, failed diagnostic test, directly caused the event.